Event description:
The user facility reported that the device was skipping while taking a graft from a patient during surgery. Additional information was received on 06/13/2008. The reporter advised that the skin graft came out rough and uneven. There was no injury to the patient and no incident report was filed.

Manufacturer narrative:
The device involved in the reported incident has been requested for evaluation. An investigation has been initiated based on the reported information.